Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor has been giving inaccurate readings and triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 398 mg/dl and her sensor reading was below 60 mg/dl. Customer attempted to fix it by calibrating the sensor but the device alarmed calibration error. Customer treated her blood glucose with the insulin pump. Troubleshooting was performed and customer was advised how to properly calibrate the device. Customer is returning the sensor for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.